Manufacturer narrative:
Engineering evaluation of the returned device is pending.

Event description:
Revision of shoulder components due to disassociation of the humeral head from the replicator plate.